Event description:
It was reported during implantation of the right ventricle lead, the stylet became stuck in the lead's lumen. The device was withdrawn and rinsed. However, the stylet was now unable to be fully advanced. Consquently, this lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): the full lead was returned and analyzed. Blood was present on the helix mechanism. Electrical testing to determine continuity of the conductor(s) passed. Lead accessory test/stylet test revealed the stylet was able to be advanced and retracted without difficulty. Primary analysis findings: no anomalies found, lead functionally normal.